Event description:
Caller reported a malfunction on the pump, specifically displaying malfunction code malf 3, with an associated fault ID of 0x2095. There was no reported adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Customer was guided by technical support to put the faulty pump into storage mode and return it via ups. A replacement pump was sent, and the customer will use mdi as backup therapy until its arrival.